Event description:
Facility reports there was an internal blood leak. Estimated blood loss is 200cc. There was no medical intervention. Sample is available for examination. Medwatch filed on the blood loss.